Manufacturer narrative:
The elecsys total psa reagent lot number was 906121. The elecsys free psa reagent lot number was 854519. The elecsys estradiol iii reagent lot number was 880868. The elecsys fsh reagent lot number was 871044. The elecsys prolactin ii reagent lot number was 872058. The elecsys shbg reagent lot number was 891809. The elecsys vitamin d total iii reagent lot number was 888294. The expiration dates were requested but were not provided. The field service engineer (fse) inspected the instrument and found that the sample/reagent probe was not adjusted correctly, and the liquid level detection (lld) voltage was not set correctly. The fse corrected the issues, cleaned the instrument, and performed qc and calibration successfully. The instrument was confirmed to be back in specification and was handed over to the customer. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results with multiple assays for a patient sample tested on a cobas e 411 analyzer (disk system). Elecsys total psa: the initial result was 0.407 ng/ml, and the repeat result was 17.06 ng/ml. Elecsys free psa: the initial result was <0.010 ng/ml, and the repeat result was 0.358 ng/ml. Elecsys estradiol iii: the initial result was 992 pg/ml, and the repeat result was 23.45 pg/ml. Elecsys fsh: the initial result was 0.778 iu/ml, and the repeat result was 11.51 iu/ml. Elecsys prolactin ii: the initial result was 9.69 miu/ml, and the repeat result was 156.8 miu/ml. Elecsys shbg: the initial result was 4.57 mmol/l, and the repeat result was 33.53 mmol/l. Elecsys vitamin d total iii: the initial result was >120.0 ng/ml, and the repeat result was 27.71 ng/ml.